Manufacturer narrative:
Qn#(B)(4). (B)(4). It is unknown if the device sample is available for evaluation. Additional information regarding this event requested, but no additional information received at the time of this report.

Event description:
The customer reports that during hemofiltration treatment, the patient snatched his catheter. The white fixation ring remained stitched on the skin. Clinical consequences: hemorrhagic shock (lost 3 grams of hemoglobin). Two hours later, a cardiac arrest happened, but a cardiac massage, intubation and catecholamine was processed.

Manufacturer narrative:
(B)(4). Additional information received: the physician reports that the hemorrhagic shock was due to the patient pulling out the catheter. It was also reported that the catheter was properly secured prior to the event. There was no report of a malfunction of the device. Corrected to 'death'. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during hemofiltration treatment, the patient snatched his catheter. The white fixation ring remained stitched on the skin. Clinical consequences: hemorrhagic shock (lost 3 grams of hemoglobin). Two hours later, a cardiac arrest happened, but a cardiac massage, intubation and catecholamine was processed.